Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a broken condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep. Received a box with defective instruments which were collected in hospital over an unknown period of time. Date of instrument failure is unknown. Kind of defect is unknown. A surgical delay was not reported, no adverse patient and/or user consequence reported.